Event description:
It was reported that the 6800 system will not bott during power up. No pt was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the sbc. S3c replaced and full functional tests completed. The system was found to be working as intended and placed back into service.